Event description:
The reporter stated that the device alarms too quite. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.